Manufacturer narrative:
The field service engineer (fse) found cleaner had leaked onto the floor beneath the analyzer table. The fse found a tube disconnected behind the vcsn fluidics panel (vl-211) and the sample line to the flow cell disconnected. The tubing was reconnected to resolve the leak. Upon recur, the failure mode identified could cause erroneous results for differential, nrbc, and retics due to improper rinsing of the flowcell and sample line. Results may be flagged, un-flagged or non-numeric. (B)(4).

Event description:
While visiting the customer, a field service engineer (fse) from beckman coulter discovered about 50 ml of cleaner had leaked onto the floor. This event was discovered while troubleshooting the customers dxh800 instrument.